Event description:
It was reported the procedure was being performed in the intensive care unit on a (B)(6). The physician attempted to place the central line into the patient's right subclavian. During removal of the spring wire guide removal the physician met resistance and the wire broke. They immediately removed the catheter and wire. The physician was able to pull everything from the patient as one. No surgical intervention was required. The patient developed a thrombus formation in the vein which was seen upon ultrasound. There was a delay in treatment with no patient harm and no patient death or complications reported. The line was needed for vasopressors/hemodynamic monitoring. The patient was transferred to a higher level of care for aicd insertion.

Manufacturer narrative:
(B)(4).